Manufacturer narrative:
Visual evaluation of the returned uphold vaginal support system revealed that the blue with white stripe dilator was broken. The needle was detached and was found with the suture behind the catch of the capio device. The carrier was bent and did not deploy to the center of the catch upon full deployment. The event occurred during the procedure and inside the patient. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the needle detached while the physician was pulling the suture through the tissue. The needle was not retrieved. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The priority has been changed from "serious injury" to "malfunction" based on investigation results confirming the needle was found in the capio cage.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the needle detached while the physician was pulling the suture through the tissue. The needle was not retrieved. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.